Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector ports on the external pulse generator (epg) were damaged. The epg was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, both output connectors were broken. It was also noted that the display frame was discolored, and the keypad doo button did not work, out of electrical specification. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.